Event description:
It was reported that the device was broken or damaged. There was a disengaged nut. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced linear sensor, rear case, latch module, latch spring, latch module spring leaf, barrel clamp, top disk holder, left/right iui (inter-unit-interface), left iui seal, flange gripper, and wiper seal. Based on the findings, service determined that the reported issue was due to electrical failure of linear sensor. Device history record a review of the device history record showed the device had a manufacture date of 06aug2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Device is pending evaluation.

Event description:
It was reported that the device was broken or damaged. There was a disengaged nut. No additional information was provided. There was no patient involvement.